Event description:
It was reported that the left ventricular (lv) lead moved and was no longer capturing. The lead was revised and remains in use. During the lead revision the device set screw cross-threaded, so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned, analyzed, and no anomalies were found. It was noted that the set screw was stripped and was in the connector bore. The analyst noted that the set screw easily pulled out of the set screw connector block. Products: 6947m implantable tachy lead: 2014 (B)(6); 5076 implantable pacing lead 2014 (B)(6). (B)(4).